Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. In addition to what were previously alleged. Litigation alleges injury and emotional distress. Litigation alleges pain and elevated metal ion levels. After review the patient was revised to address aseptic loosening. Operative note reported gross loosening of the acetabular implant. There a moderate amount of capsular joint fluid. A straw colored synovial fluid. Head had some fibrin and exudate. Morse taper had a little burnishing, acetabular cup was grossly loose. Doi: (B)(6) 2010. Dor: (B)(6) 2017; left hip.